Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have damage on the midpoint of the blade. Both of the blade edges were indented. The blades were unable to be closed properly due to the indentation. The blade also had a detached fragment. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during central processing, the tips of 8mm large suturecut needle driver instrument would not close. The procedure was completed with no reported injury.